Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ('perforate my colon') and device breakage ('all pieces/come out in parts') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and scar ("scar tissue"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the gastrointestinal injury, device breakage and scar outcome was unknown. The reporter considered device breakage, gastrointestinal injury and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : scar, device breakage, large intestine perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-oct-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforate my colon') and device breakage ('all pieces/ come out in parts') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and scar ("scar tissue"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the intestinal perforation, device breakage and scar outcome was unknown. The reporter considered device breakage, intestinal perforation and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: scar, device breakage, large intestine perforation. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.